Event description:
It was reported from the (B)(4) study that the patient had a post operative hematoma which was noticed after a system modification to routinely upgrade the device. It was also reported that the physician felt the hematoma was related to both the system and the procedure. No action was taken at this time and the system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.